Manufacturer narrative:
This report is submitted on january 4, 2024.

Event description:
Per the clinic, the patient experienced poor performance and poor sound quality with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 26, 2024.